Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted one clip was implanted over two years ago and the patient returned to the hospital due to a progression of disease. The clip remained stable. One new clip was then implanted, reducing mr to a grade of 1. After removal of the steerable guide catheter (sgc), a right to left shunt was observed. No treatment was performed, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported minor injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the perforation. There is no indication of a product issue with respect to manufacture, design, or labeling.